Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed due to the "patient was not getting to full extension". Responses to the clinical documentation requests had not been received as of the date of this medical investigation. Therefore, the root cause and patient impact beyond that which was reported could not be confirmed or concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery (date unknown), the patient was not getting to full extension, so a revision surgery was performed on (B)(6) 2021 to remove an unkn journey ii bcs knee insert and insert a new one. Current health status of the patient is unknown.